Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and very narrow morphology. Then, a bundle branch block (bbb) very wide, smaller morphology was observed at times. T wave oversensing was observed. Automatic setup was run in which all 3 vectors failed. A total of 8 inappropriate shocks were observed since november eighth. Subsequently, this s-ICD and electrode therapy were turned off and this patient received a lifevest. No adverse patient effects were reported.